Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, there was blood on the hub side of the 6f vista brite tip extra back-up rca sh (2 side holes) guiding catheter which could not be used for percutaneous coronary intervention (pci). There was no reported patient injury. One non-sterile 6f .070 xb rca sh 100cm was received for analysis. Per visual analysis, the device was delivered in a plastic bag where no damage to the bag surface was observed. However, multiple kinked conditions on the body shaft were observed and located 14, 35, 48, 62, 84, 99 cm from the proximal luer hub. No other anomalies were observed during this unaided eye analysis. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. A high magnification visual analysis was completed using a vision system and a crack with striation patterns and plastic deformation was observed on the hub of the device. The reported ¿luer hub ¿ damaged¿ was confirmed as the conditions of the luer hub did not permit the adequate attachment of the syringe because of a ¿luer hub ¿ cracked¿ malfunction that was confirmed during this evaluation. The plastic deformation and fatigue striations found on the hub are commonly associated with separations caused by material tensile overload. While the exact cause of the crack cannot be conclusively determined during the analysis, it is assumed the hub was induced to a tensile force that exceeded its yield strength prior to cracking. Storage or handling factors may have contributed to the event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, there was blood on the hub side of the 6f vista brite tip extra back-up rca sh (2 side holes) guiding catheter which could not be used for percutaneous coronary intervention (pci). There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation. A high magnification visual analysis performed noticed and a crack condition on the hub of the device using a vision system.

Manufacturer narrative:
As reported, there was blood on the hub side of the 6f vista brite tip extra back-up rca sh (2 side holes) guiding catheter which could not be used for percutaneous coronary intervention (pci). There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 6f .070 xb rca sh 100cm was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the device was delivered in a plastic bag where no damage in the bag surface was observed. During the visual analysis multiple kinked conditions on the body shaft were observed located 14, 35, 48, 62, 84, 99 cm apart from the proximal luer hub. No other anomalies were observed during this unaided eye analysis. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. A functional analysis was performed and a cracked condition was observed on the hub that promoted the leakage. No air or air bubbles were observed during the flushing test. No air bubbles were observed on the syringe nor the water that came out of the distal tip. Additionally, an aspiration analysis was executed, during this analysis presence of air aspiration was confirmed to be present during the setup of the syringe plugged in vacuum mode. A high magnification visual analysis was performed on the separation borders of the crack, which presented evidence striation patterns and plastic deformation that could be related to an overloading exposure to tensile strength. The event ¿luer hub - cracked¿ was confirmed due to the conditions observed on the device. The exact cause of the observed damages could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter." Based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.